Event description:
A report was received that the patient¿s ipg was having telemetry discrepancy, it was non-functional and it will not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having a non-functional ipg, telemetry discrepancy and it was not holding a charge. The patient will undergo an ipg replacement procedure.